Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced an error 228 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped. A definitive root cause could not be identified. Based on the results of the investigation, the cause of error 228 could not be determined, and the chipped light guide bundle was likely due to a component failure of the light guide bundle. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.